Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient faced hyperglycemia event on 24-feb-2026. The blood glucose level was high at the time of the event and got treated with insulin pump. The blood glucose was high for more than 4 hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.